Event description:
Pancreatic stent broke during removal from pancreatic duct. The distal end of the pancreatic stent remained in the pancreatic duct after snapping off from the stent. A cook snare was used to remove pancreatic stent. An extraction balloon was also used to remove remaining fragmented stent from the pancreatic duct. No additional procedures were required due to this occurrence. No further adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
This complaint is in relation to 1 x gpso-5-5 device of an unknown lot number. The gpso-5-5 involved in this complaint was returned for evaluation. Upon evaluation of the returned stent it was confirmed that the stent was broken in 2 parts. The cirl senior manufacturing engineer commented that "the stent broke at the weakest part of the stent. The broken stent parts were slightly brittle, and that there was relevant encrustation on the stent parts". There was a snare mark evident on one part of the broken stent. From the evaluation of the 2 returned parts of the stent returned it was concluded that it was possible that the stent was placed upside down in the patient. However, as actual use conditions could not be replicated in the laboratory the cause of this complaint cannot be conclusively determined. The customer complaint was confirmed as the stent was returned broken. As per instructions for use that accompanies this device "periodic evaluation is recommended". The user is also instructed as follows in the instructions for use "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Prior to distribution, gpso-5-5 devices are subjected to visual inspection and functional checks to ensure device integrity. As the lot # of the device was not provided a review of the manufacturing records could not be completed. There have been no further adverse effects on the patient as a result of this occurrence. Complaints of this nature will be monitored for potential emerging trends.